Event description:
It was reported that a touchscreen responsiveness issue occurred, making it difficult for the customer to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging a replacement pump to be sent to the customer. Meanwhile, the customer switched to multiple daily injections as a backup therapy to maintain insulin delivery.